Event description:
Wheelchair bound resident with contractures of feet 2nd degree rheumatoid arthritis was not a candidate for wheelchair rests, feet did not reach footrests. This resident was turning away from dining room table when her (l) great toe got caught in the (l) front (small) wheel resulting in a (1cm x 3cm) laceration to the toe that required stitches.